Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During clip deployment, significant resistance was felt when removing the gripper line. Due to the resistance, the gripper line was pulled with more force. The gripper line was successfully removed. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.